Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after firing the device, the clip would not closed completely and was loosened. Manual suturing was done to resolve the issue and complete the case. The event caused prolonged operation time and increased bleeding.